Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker stored electrogram (egm). Upon review, farfield r-wave oversensing was observed. Ts discussed with the hcp on device function. It was noted the device appears to be functioning as programmed. At this time, the device remains in service. No adverse patient effects were reported.